Event description:
It was reported that the insulin pump alarmed button error. The error returned after the customer had cleared it and now the buttons do not work. The blood glucose reading was 158 mg/dl. It was stated that the customer was in florida and sand may have landed on the insulin pump. Advised replacement of the insulin pump and to revert to their back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm noted. The insulin pump received with cracked case at display window corner, battery tube threads, and minor scratched/worn display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.